Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker had entered backup vvi mode. The patient was later brought to the clinic, where reprogramming was performed to resolve the backup vvi mode. The pacemaker was able to be interrogated by a programmer successfully. The patient was asymptomatic and remained in a stable condition.